Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The sheath broke apart from the hub while inside the patient. Sheath removed and a new sheath used to complete the procedure. No harm to patient. Based on the information provided, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.